Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The shoulder pack was not returned for evaluation. Visual evidence provided by site revealed a damaged shoulder pack. As a result, the reported event was confirmed. The most likely root cause of the reported event may be attributed, but not limited, to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
Visual evidence of the patient's shoulder pack was provided to the manufacturer because the pack was torn. The shoulder pack subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.